Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was not able to be successfully implanted due to fracture. It also exhibited helix issues. This lead was then successfully replaced before pocket closure. No additional adverse patient effects were reported.